Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife noticed that the patient was not acting right and the cgm was displaying 78 mg/dl. He indicated that when his blood sugar is low, he starts to act ¿funny¿. A finger stick reading was taken, and the patient¿s bg was 40 mg/dl. The patient was administered a glucagon shot and felt fine after. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.